Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of (B)(4), it was found that the nozzle was clogged with foreign material and foreign material could not be removed even if the correct reprocess is performed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information and past similar case, omsc presumed that debris of damaged non-olympus reprocessing accessory entered into the air/water channel of the subject device during reprocess, consequently the debris clogged in the air/water channel. If additional information becomes available, this report will be supplemented.